Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "maintenance required code # 7" alarm (power supply fan failure) and several minutes later the iabp shutdown. It would not run on ac or dc power. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the power supply (part number: 0014-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer.